Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user performed a supply change on an ilet pump and inserted a new insulin cartridge before executing the required rewind, with tubing disconnected from the body during insertion with reported blood glucose values around 203¿240 mg/dl before trending down to 157 mg/dl. After education, insulin delivery was resumed and the user retained recently changed tubing. Investigation of this case revealed no device problem found, a usage problem was identified, and the sequence involved the plunger component as part of the supply change process, aligning with an improper or incorrect procedure. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.